Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop spots on their lungs. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged the device spots on their lungs. There was no medical intervention required by the patient. The reported event of spots on their lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on oct 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging spots on their lungs related to CPAP device's sound abatement foam. Additional information was received about the alleged dizziness and/or headache, hypersensitivity, nausea/ vomiting, asthma (new or worsening), inflammatory response, lung disease, respiratory failure, sinus and breathing problem. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging they have had breathing problems, spots on lungs, sinus problems, allegation of dizziness and/or headache, asthma (new or worsening), inflammatory response, lung disease respiratory failure, hypersensitivity, nausea/vomiting. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, blower, blower housing, air inlet seal, bottom enclosure, flip lid, flip lid seal, water tank, dry box, heater plate, humidifier base, and humidifier lower base. Manufacturer observed black hair like contaminant on the heater plate. Manufacturer observed foam contaminant around the base of the blower housing, manufacturer observed mold around the water tank seal. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the humidifier lower base, humidifier flip lid, and inside the water tank, evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust contamination, liquid ingress and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.